Event description:
We received an allegation of questionable inr results with coaguchek xs meter serial number (B)(6) compared to a professional coaguchek xs meter. At 2:19 pm, the result from the professional meter was 3.8 inr. At 2:26 pm, the meter result was 5.0 inr. At 2:29 pm, the meter result was 4.4 inr. The customer's therapeutic range is 2.4-3.4 inr. The customer tests on a weekly basis.

Manufacturer narrative:
The same strip lot was used on both meters. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
The type of investigation coding has been updated.